Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst due to the severe calcification. The device was removed, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.